Event description:
The customer reported that they were unable to acquire ECG leads for pacing. The customer reported that there was no negative impact to the involved pt.

Manufacturer narrative:
The customer reported that they were unable to acquire ECG leads for pacing. The customer reported that there was no negative impact to the involved pt. A philips field service engineer evaluated the device, but could not reproduce the reported symptom. The device passed all testing and was returned to service. Based on the customer report, we are considering this a malfunction. We are unable to determine the root cause because the symptom could not be reproduced.